Manufacturer narrative:
Additional product codes for this report include lxh. Device is an instrument and is not implanted or explanted. Product investigation summary: it was reported that a total of 26 devices were found to be damaged/worn. The following devices were examined with no defects or deficiencies identified that would inhibit intended device functionality. As such, the complaints related to the devices are unconfirmed: part 03.616.043, part 391.77, part 03.632.083, part 03.812.004, part 03.614.038, and part 03.616.042. For part 03.812.003: the returned t-pal trial spacer, applicator inner shaft, and knob are utilized in the t-pal system. The selected trial is attached to the applicator handle and applicator knob assembly by inserting the trial into the handle shaft while ensuring the arrow on the handle is aligned with the arrow in the trial. Once fully inserted, the knob is rotated clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the trial will not pivot in this position. The trial can then be advanced into the intervertebral disc space with light hammering. Once in position, the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the trial to pivot. The trial can be advanced into the final position with light controlled hammering. The assembly can be removed by attaching a slap hammer to the proximal end of the knob and the applicator released by depressing the security ring, rotating the knob counterclockwise fully, and pushing the release button on the knob. The applicator handle can be utilized, in conjunction with an applicator inner shaft for implant insertion following the same procedure. The returned inner shaft and trial spacer were examined and the complaint conditions were able to be confirmed in each instance as the proximal coupling heads were found to be broken, one of which was retained by the returned application knob. The remainder of each device was found to be intact with minimal witness marks concentrated on the distal prongs/spacer consistent with wear and tear; these marks would not inhibit device functionality. The proximal knob was able to be retrieved from the returned knob, which was found to function as intended. As no defects or deficiencies were noted, no further investigation is necessary for the knob. The relevant drawings for the returned instruments were reviewed: inner shaft and trial spacer. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint conditions. No definitive root causes were able to be determined. The broken/damaged/worn devices were discovered in their current state; no knowledge of the events which led to the complaint conditions was known. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 4, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that multiple damaged and worn instruments were discovered in a territory storage unit. There was no information available that referenced any specific patient or procedural involvement. The reported malfunctions are listed below: the jaws of one (1) rod cutter did not meet and appeared to be pitted and jagged. The edge of one (1) osteotome appeared pitted, not sharp; one (1) transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft was bent; the tips of two (2) t25 stardrive shafts were stripped; the tip of one (1) matrix internal driver was stripped; one (1) depth gauge was discovered in three (3) separate broken pieces; seventeen (17) items were found in worn conditions: one (1) bolt cutter head for 5.0mm fixation pins; one (1) bolt cutter handle 13mm width across flats; one (1) rod pusher; one (1) 40 degree up-biting laminectomy punch; one (1) countertorque wrench for cervical spine locking plate (cslp); three (3) holding sleeves-standard for matrix; one (1) holding sleeve for snap-on transconnectors; one (1) distractor tip for matrix detachable holding sleeve; one (1) head removal tool for matrix; two (2) torque limiting ratchet handles; one (1) t-pal trial spacer; one (1) t-pal spacer applicator knob; one (1) curved pedicle probe; and one (1) locking holding sleeve-standard for matrix. An update received on july 12, 2016 added that one (1) rod cutter and one (1) bolt cutter handle had unspecified functional issues. Upon receipt of the devices, visual inspections confirmed the following information: the t-pal applicator inner shaft and the t-pal trial spacer were both broken and missing segments from their proximal ends. The 05l etching on the bolt cutter (for fixation pins) is not a lot number; rather, the marking is to indicate that the device is intended to be used with 5mm diameter pins. The handles on both bolt cutter handles were returned broken along with all of the generated fragments. The countertorque for cslp tip was found to be broken and missing a fragment from one of the four distal prongs. All three (3) of the matrix holding sleeves have broken tips with fragments that were not returned. The holding sleeve for snap-on transconnectors was received with a spring (approximately 8.5mm diameter and 1.5mm tall) missing. All devices have been assessed for reportability. At this time, only ten (10) of the documented issues were found to represent reportable incidents. This report is 1 of 10 for (B)(4).